Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. Customer also stated that they were able to clear an alarm and able to complete rewind of insulin pump. Customer also stated that more than one motor error alarm was present within a 30 days period. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.